Event description:
Pt stated that he woke up on 10/23/2006 and the infusion device was beeping and "77" was displayed on the screen. The battery had been in use for over 3 weeks. He was aware of the recall and he was advised to change the battery every 2 weeks. The customer was advised to insert a new battery and his infusion device functioned properly. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.